Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure at 71000 joules and 4:34 minutes of use; fiber failed to fire was noted. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported. The fiber was expired at the time of use.